Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had air bubbles in their reservoir. Customer's blood glucose was unknown. The customer stated the air bubbles were 1/16th of an inch in size. Customer also reported there was small and large air bubbles. Troubleshooting could not be completed because the air bubbles were a past event. Customer will monitor the issue. No additional information provided.